Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable, instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed since the product was not returned. Therefore, the reported event couldn't be recreated and the complaint is related to the functional performance of the device. Based on the investigation, risk review and IFU, the probable cause for the reported events are due to excessive torque on implant and improper loading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Lot number: unknown / not provided. Email address and fax number: unknown / not provided. Additional PMA/510(k) number: k101880. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal threads of a well seated implant at tooth location #21 seem to be damaged during a procedure. A tool was requested to re-thread.